Manufacturer narrative:
The reported event was confirmed upon visual inspection of the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device surgical technique warns against excessively bending the flexible screwdriver back and forth; bending the shaft to the full limit repeatedly may result in fracture. There is a picture in the surgical technique indicating the bending limits of the flexible screwdriver (do not bend past approximately 35 degrees). It was reported that the insertion angle was difficult and the screwdriver was bent past 35 degrees. Conclusion: the plausible root cause of the reported event is bending the screwdriver past its limitation due to difficult insertion angle.

Event description:
It was reported that a screwdriver was used past its limitations specified in the surgical technique and broke. There were no broken fragments falling into patient's cavity and no adverse consequences to the patient. The surgery was successfully completed with a backup screwdriver. This will be reported as a device malfunction.

Event description:
It was reported that a screwdriver was used past its limitations specified in the surgical technique and broke. There were no broken fragments falling into patient's cavity and no adverse consequences to the patient. The surgery was successfully completed with a backup screwdriver. This will be reported as a device malfunction.